Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (one gram, frequency, route and duration not reported) and injection of fortum (1 gram, one exchange per day, duration not reported) for the event. Action with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. No additional information is available.